Manufacturer narrative:
(B)(4). Physio-control evaluated the device and did verify the reported failure. Physio replaced the system controller and user interface pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed user interface and system controller pcb assemblies and determined that the cause of the reported failure was due to a failure of an integrated circuit chip, designator u61 from the system controller pcb assembly.

Event description:
The customer reported that upon power up, their device had locked up. The device would not power off until the batteries were removed, then the device powered back on once the batteries were reinstalled. There was no patient use associated with the reported failure.